Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The submitted log file contained approximately 2 days of data ((B)(6) 2019 per the timestamp). The log file captured backup battery fault alarms due to a backup battery load test failure on (B)(6) 2019 from 11:53:38 to 12:05:44, 12:06:26 to 15:51:21, and 15:52:00 to 15:52:04, which was the last event recorded in the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file. No product was returned for evaluation. A request was made to obtain additional event information (including if the exchanged product will be returned for evaluation and if the backup battery fault alarms resolved after the controller was exchanged); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU), section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented after observing backup battery fault alarms. Alarms occurred both on ac and battery power. The alarms did not clear with self test and the backup battery had previously been exchanged. The system controller was exchanged.